Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued. System evaluation has not yet been completed.

Event description:
Medtronic representative reported the system is cycling/beeping. After troubleshooting with medtronic technical services, it was determined that parts will need to be replaced. There was no patient present.